Event description:
It was reported to philips that there was a problem with the host pc memory. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) connected with the customer and confirmed reported issue. Upon troubleshooting rse identified errors in the dimm memory of the host pc. Due to manufacturing issues, the dimm may not function as intended, leading to issues with the system's functionality. To resolve the issue, on another case philips has initiated a medical device correction (z-1156-2024). After implementing, the system was returned to use in good working order. The codes were updated based on the investigation outcome.